Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion setting was incorrect. An alternate roller pump was used for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.